Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure the right atrial lead was unable to be fixated and exhibited high capture thresholds and low sensing values. The lead was explanted and replaced. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.